Event description:
Noise sensing that triggered inappropriate shock therapy has been identified relative to the subject lead. The noise sensing is characteristic of a lead issue. A reintervention was performed to replace the subject lead that was left in-situ and inactive.

Event description:
Noise sensing that triggered inappropriate shock therapy has been identified relative to the subject lead. The noise sensing is characteristic of a lead issue. A reintervention was performed to replace the subject lead that was left in-situ and inactive.